Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm during manual prime. The customer's blood glucose reading during troubleshooting was unknown. The customer performed troubleshooting and was advised to disconnect and reconnect the set and reservoir. The customer stated that the reservoir looked empty and damaged, and that the o-ring looked crooked. The customer finished troubleshooting and verified that insulin exited the tubing and the device did not alarm no delivery. Customer was advised that the device was working as designed. After the customer reconnected, she checked her blood glucose reading and it was 417 mg/dl. The customer requested replacement reservoirs.